Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 alarm. This occurred on the homechoice (hc) during dwell 1 of 4, while the hp was connected. The hp had disconnected the heater bag and reconnected it onto the supply line, while being in the priming stage of the therapy. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the hp had disconnected bags from the hc without using proper aseptic techniques. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.